Event description:
Complainant alleged that while attempting to treat a pt, the device's pacer output was not adjustable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.